Event description:
Additional information received from the consumer reported that the battery that was implanted in 2008 needed to be replaced. The surgery was scheduled for march.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for reflex sympathetic dystrophy syndrome (rsd)/-causalgia-complex regional pain syndrome (crps). It was reported that the patient was unable to charge. Attempting a recharge session resulted in a reposition antenna screen. Repositioning the antenna did not resolve the issue. The patient could communicate with another external device. Attempting an antenna locate (al) feature resolved the issue. After the al feature the implantable neurostimulator recharger (insr) showed an informational power on reset (por). This had been cleared and the patient was currently charging and the implantable neurostimulator (ins) was currently on. The patient was scheduled to see the doctor next week. No symptoms reported. Further follow-up is being conducted to determine the cause of the por. If additional information is received, a follow-up report will be sent.